Event description:
A report was received that a patient was experiencing pain in neck along with numbness in his face following a lead implant procedure. The physician assessed the patient and believes the pain/numbness was related to a lead migration. Lead migration was confirmed by x-ray. The physician administered a pain shot for the patient's pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm.

Manufacturer narrative:
Nothing was implanted or explanted and the patient is reportedly doing well.

Event description:
A report was received that a patient was experiencing pain in neck along with numbness in his face following a lead implant procedure. The physician assessed the patient and believes the pain/numbness was related to a lead migration. Lead migration was confirmed by x-ray. The physician administered a pain shot for the patient¿s pain.